Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-3400-30 serial: (B)(4), description: infinion splitter 2x8 kit.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16480780, description: next generation anchor kit-sterile device. Evaluation indicated that the lead kit and splitter passed mechanical tests performed. Sc-2316-70 s/n (B)(4): the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables. Sc-3400-36 s/n (B)(4): visual inspection revealed splitter was cut approximately 4 inches from the proximal ends and could not be tested. The damage to the splitter is consistent with damages done during the explant procedure and are not considered a failure. Sc-3400-36 s/n (B)(4): visual inspection revealed splitter was cut approximately 4 inches from the proximal ends and could not be tested. The damage to the splitter is consistent with damages done during the explant procedure and are not considered a failure. Sc-4316: both eyelets were fractured and exhibited missing silicone. Doctor does not believe there is any silicone from the clik anchor left in the patient.

Event description:
A report was received that the patient's lead and splitter were explanted due to 12 out of 16 electrodes showing high impedances. The patient did excessive stretching which the physician believed over time caused the high impedances.

Event description:
A report was received that the patient's lead and splitter were explanted due to 12 out of 16 electrodes showing high impedances. The patient did excessive stretching which the physician believed over time caused the high impedances.

Event description:
A report was received that the patient's lead and splitter were explanted due to 12 out of 16 electrodes showing high impedances. The patient did excessive stretching which the physician believed over time caused the high impedances.